Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage other for lot #8183689 item #305110. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that leakage was found during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "customer reported that while drawing back insulin with the syringe, the area between the needle and the syringe started squirting out insulin. Customer stated that she changed out the needle on the syringe and this resolved issue. Additional information: spoke with customer who stated the insulin was leaking from the needle. When she changed to a new needle the insulin was able to be injected into the cartridge."